Event description:
In 2004, a gore excluder bifurcated endoprosthesis was implanted. Follow-up images revealed aneurysmal sac growth in the absence of an endoleak. In 2007, the previously implanted devices were re-lined with a gore excluder aaa endoprosthesis. It was reported that the pt tolerated the procedure and that the size of the pt's aneurysmal sac is stable.

Manufacturer narrative:
Please note: attached list of additional devices implanted and involved in this event: pcc141200/lot #033020305, pct281418/lot #033241007, and pcc181200/lot #03053209.